Event description:
As reported through the patient registry, during the transcatheter aortic valve replacement (tavr) procedure, the decision was made to implant a second valve.

Manufacturer narrative:
Additional information provided by the physician's nurse indicated that the patient had been implanted with one sapien valve (sn# (B)(4)). The information pertaining to the second sapien valve (sn# (B)(4)) pertained to a different patient. The labels were inadvertently switched and placed on the incorrect patient forms at the physicians office.

Manufacturer narrative:
At this time it is unknown which valve was implanted first. On this basis, the following information has been noted for each of the sapien valves: serial # (B)(4), 9-may-2012/exp, 10-apr-2014/lot# 59084535; serial # (B)(4), 10-may-2012/exp, 10-apr-2014/lot# 59084535. Investigation is ongoing.